Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to noise, dislocation, and disassociation of the head from the trunnion. During the procedure, significant amount of metal stained tissue deep through the fascia and complete disruption of the posterior capsule is noted along with heavy damage to the trunnion. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review medical records noting patient experienced intermittent clicking, mechanical symptoms and dislocation. Radiographs demonstrated disassociation of the head from trunnion. During the revision, a significant amount of metal stained tissue and complete disruption of the posterior capsule were noted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804002- femoral head- 61138119, 00630506040- liner standard- 61149099, 00625006525- bone screw- 61169904, 00771301200- modular femoral stem- 61031262, 00620006020- trilogy fm acet shl- 24468800. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05131, 0001822565 - 2019 - 05135. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was counsel reported patient underwent right total hip arthroplasty. Subsequently, the patient underwent a revision procedure 8 years¿ post-operation due to noise, dislocation and disassociation of head from trunnion. Attempts have been made and additional information on the reported event is unavailable at this time.